Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and was not able to reproduce the 2061 & 2151 errors. While troubleshooting, fse confirmed no obstructions present, proactively cleaned and lubricated the hybrid arm transfer assembly, verified the cup discard alignment to waste chute, ran daily check, quality control (qc) and precision, all results were within acceptable range. On the other hand, the reported high results for 3rd-generation thyroid stimulating hormone (tsh3g) and prostate specific antigen (psa), were confirmed by reviewing the report slips but not reproduced by running samples. The customer confirmed the samples were rerun with the frozen serum saved from initial testing and all the results were within acceptable range. Fse continued to troubleshoot and found slightly worn wash pump bushings and replaced it. It is not likely that the worn wash pump bushings or the hybrid arm errors contributed to the reported event. Fse performed service on the wash pumps, verified proper operation, ran daily checks, and successfully ran quality control (qc) without error and within acceptable range. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10618001. No other similar complaints found for error 2061 tip detachment failure by main arm during the searched period. There were two (2) similar complaints identified for error message 2151 hybrid arm/cup transfer cup pickup failure during the searched period, which includes this event. A 13-month complaint and lot history review through aware date of event for similar complaints was performed for tsh3g lot number: c315009 & psa lot number: c312870. There were no other similar complaints found during the searched period. The st tsh3g, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using aia-pack tsh 3rd-gen, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 iu/ml, and the lowest measurable concentration is 0.01 iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 iu/ml. Specimen collection and handling: serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. The sample required for analysis is 100 l. The st pa, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Because there is controversy as to whether any prostatic manipulation affects the psa results, samples should be drawn before any prostatic procedures such as dre, prostatic massage and trus are performed. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. The sample required for analysis is 20 l. Aia-2000 operator's manual on the appendix 4: error messages: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [2151 hybrid arm /cup transfer cup pickup failure. Cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event could not be established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
A customer reported discrepant high patient results for nineteen (19) 3rd-generation thyroid stimulating hormone (tsh3g) samples and thirteen (13) prostate specific antigen (psa) samples ran on the same batch on the aia-2000 analyzer. The customer stated the result did not have any flags or error messages and was auto verified by their lis system; released results were reported directly to the medical record. Lis auto verification will only present a flag if the patient result is greater or lower than the analytical measurable range (amr). No delta checks were being used by the laboratory. The customer noticed that the tsh3g results were high and reran the samples which provided lower results. Prior to the run and post run, the quality control (qc) was within acceptable range. In addition to the reported discrepant results, the customer also reported error messages ¿2061 tip detachment failure by main arm¿ and ¿2151 hybrid arm /cup transfer cup pickup failure¿ had occurred on the aia-2000 analyzer on a later day. Upon further investigation and review of customer¿s preanalytical processes, technical support specialist (tss) identified the customer uses bd serum separator tubes (sst) in the laboratory and patient samples drawn inhouse are allowed to clot for 10 minutes and then centrifuged for 10 minutes. Per the bd instructions for use (IFU), bd sst should be allowed to clot thoroughly for a minimum of 30 minutes prior to centrifugation. A field service engineer (fse) was dispatched to further investigate the reported event. No patient medication changes were reported due to reported event, one (1) patient with a high psa was referred to a specialist, but no medication change reported. No further information on patient impact was provided.